Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral upper back (under armpit area) with coolcurve+ applicators and to the bilateral bra roll (back) using cooladvantage applicator coolcurve contour, following on (B)(6)2017 to the right-side bra roll (back) stacked up to the upper back (under armpit area) with coolcurve+ applicator and to the bilateral lower flanks with cooladvantage applicator coolcurve contour, who developed paradoxical hyperplasia (pah/ph) around october 2017. Ph was described as the treated tissue in all areas are firmer than the surrounding untreated fat tissue. On (b)96)2017, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper back (under armpit), bra roll (back), and flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2002.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral upper back (under armpit area) with coolcurve+ applicators and to the bilateral bra roll (back) using cooladvantage applicator coolcurve contour, following on (B)(6) 2017 to the right-side bra roll (back) stacked up to the upper back (under armpit area) with coolcurve+ applicator and to the bilateral lower flanks with cooladvantage applicator coolcurve contour, who developed paradoxical hyperplasia (pah/ph) around (B)(6) 2017. Ph was described as the treated tissue in all areas are firmer than the surrounding untreated fat tissue. On (B)(6) 2017, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper back (under armpit), bra roll (back), and flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper back (under armpit area) with coolcurve+ applicators and to the bilateral bra roll (back) using cooladvantage applicator coolcurve contour, following on (B)(6) 2017 to the right-side bra roll (back) stacked up to the upper back (under armpit area) with coolcurve+ applicator and to the bilateral lower flanks with cooladvantage applicator coolcurve contour, who developed paradoxical hyperplasia (pah/ph) around (B)(6) 2017. Ph was described as the treated tissue in all areas are firmer than the surrounding untreated fat tissue. On (B)(6) 2017, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper back (under armpit), bra roll (back), and flanks.

Manufacturer narrative:
Corrected data d1 - brand name.